Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.0.1 a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b17, c20 and d15 apply to the system. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the surgeon was having difficulties registering, and reported that registration was inaccurate. There was no reported impact to patient outcome. Additional information was received. The system was being used for a transsphenoidal tumor resection procedure. There was a 3 mm inaccuracy during registration, but the site was able to obtain accurate registration of the patient through troubleshooting. This occurred prior to cutting or preoperatively, and there was a surgical delay of two minutes.